Event description:
Crew were transporting a pt from one facility to another, pt condition was not reported. ECG electrodes were attached to the pt and an attempt was made to monitor the pt. Reportedly, the device displayed dashed lines and the pt's rhythm could not be reviewed. The reporter stated there was no adverse affects to the pt as a result of device operation.